Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was removed and cleaned. All the ports were plugged and the device was put inside an absorbable antibacterial envelope and placed back into the cleaned pocket. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.